Event description:
Customer initially reported that the AED was giving a service required prompt. When the device arrived at cardiac science, it was found to have error code 0x8c which is a failure to deliver shock error. The customer was contacted and asked if the unit was used in a rescue attempt. The customer stated that the unit had been used in a rescue and that it failed to deliver a shock. Pt outcome is not known and add'l info regarding the rescue event has been requested from the customer. A replacement device was sent to the customer.

Manufacturer narrative:
Device eval showed the 0x8c error was due to a hardware failure caused by a faulty relay. This failure appears to be an isolated event.